Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was initially placed at the implant procedure however the lead was repositioned for more optimal measurements. Initially the helix was unable to be retracted, however the lead became dislodged and was removed from the patient. Tissue was noted in the helix which was removed and the helix was able to be extended and retracted. The lead was reimplanted with no further complications. During the procedure, the right atrial (ra) lead was removed and at that time this rv lead again dislodged. This lead was again successfully positioned. When the local area sales representative presented for the discharge check they were informed the patient had expired. The physician confirmed the patient expired late in the evening of the implant due to a suspected massive myocardial infarction. The physician did not feel the implanted system, procedure, or previous atrial flutter procedure caused or contributed to the patient's death.